Event description:
Caller reported difficulty in pressing the pump's quick bolus/wake button, which required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer support advised the caller to ensure the pump was not connected to a power source and to press the button firmly with support for better operation. Despite the initial difficulty, the caller confirmed that the button eventually functioned as intended.